Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot. This incident is the same event as 3010536692-2015-01196, -01197, -01198, -01199, -01200, and -01201.

Event description:
Allegedly, patient was revised due to mom complications; elevated blood cobalt and chromium ion levels; severe corrosion and difficulty removing acetabular component; post revision pathology was positive for necrotic debris; infection - temporary prothesis & antibiotic cement placed in hip right.